Event description:
It was reported that during a vena cava filter placement treatment procedure, the filter misfired inside of the sheath. The physician inserted the sheath into the patient and then attempted to advance the filter through it, but was unsuccessful. When he removed the vena cava device, the filter was already deployed. The physician used another of the same type of device and successfully completed the procedure. It was reported that there were no injuries or complications for the patient. Patient status is reported as "fine." This product was used after the expiration date.